Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. During the night, the patient awoke at an unspecified time due to a low alert on the cgm. He went back to sleep without any intervention. At 02:30 on (B)(6) 2021 he woke up again because he was getting a low alert, so he drank juice. At 5:00 am it was still showing low so he did a fingerstick and the bg was 596 mg/dl so he took 20 units of insulin. At 6:48 am his daughter took him to the emergency room (ER) because of the high reading; no symptoms were reported. He arrived at the hospital at 7:15 am and his bg then was 648 mg/dl although the cgm was reading 91 mg/dl. In the ER had blood testing, x-rays and an electrocardiogram (EKG). No specific reason for the additional testing was provided. He was also given IV fluids and an additional 10 units of insulin. He was asked by the doctor to stay overnight at the hospital but refused and went home that morning. At the time of the report he was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.